Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that for the last six months (2016), the patient was having to charge their device too frequently. The patient stated that the ins was not charging the same as they were now having to charge more often. It was reported that their battery used to last them six weeks, but it was now only lasting them a week. It was also reported that for the last two weeks ((B)(6) 2017) they were not able to charge the ins past ¾ of the way full. It was stated that the patient thought the battery was dead and not working, because they were in pain. The patient connected to their recharger during the call and saw the ¾ full battery and four coupling bars. It was reviewed with the patient that there was still life in the ins and the last ¼ of the battery could take a lot longer to fully charge. Recharging best practices were reviewed with the patient. It was recommended that they charge their ins to 100 percent full each time they charge so that it would increase the time between each charge. It was also reviewed that the battery may be getting close to end-of-service (eos) and that could be the reason for having to charge more often now. It was reviewed that the number of coupling bars will affect the efficiency of the charge. It was reported that the ins was the only thing that helped their pain. They were in pain and their foot started throbbing over the last two months (2017). It was reviewed that the patient could consider increasing their stimulation. The patient stated that they had never had to increase their stimulation and wondered why it changed. It was reviewed that the body can adjust to stimulation overtime so sometimes a change in stimulation can help with symptoms. It was confirmed with the patient programmer that the patient¿s stimulation was on. The patient did not have any other groups to try and this time the patient saw a doctor indicating to return to the clinician settings. It was reviewed that they could try increasing it to see if it would help their pain in their foot. The patient stated that they don¿t like to feel the electricity in their spine. The patient was redirected to discuss other groups for their pain. A list of physicians was sent to the patient as they recently moved and did not have a managing healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.